Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump began beeping, the screen went blank and there was no activity from the pump. Reportedly, the led around wake button was flashing red. Customer stated the battery was above 50% charge. The pump was connected to a power source however was still unresponsive. Customer reported blood glucose level was 154 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.